Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Proximal neck was 10mm at implant with a 45 degree angulation. It was reported that a type ia endoleak occured. Heli-fx endoanchors we implanted and the event resolved. The physician stated that the cause of the event was disease progression. No additional clinical sequelae were reported and the patient is fine.